Event description:
It was reported that the pump would shut down unexpectedly intermittently. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.